Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery during a basal, on (B)(6) 2015, with a new infusion set. Customer's blood glucose was 300 mg/dl when the alarm occurred. Troubleshooting for no delivery was not possible due to it was a past event. Customer reported he experienced high blood glucose. Customer blood glucose was 385 mg/dl, bloused and half hour later blood glucose was 405 mg/dl. Customer did a complete set change and treated with manual injection. Cannula was not bent or occluded. Current blood glucose was 198 mg/dl. Drive support cap was reported normal. No air bubbles were noted. No delivery alarm was noted in the device alarm history. No further information reported.